Event description:
It was reported that this pacemaker exhibited noise with a second of right ventricular (rv) lead pacing inhibition. Technical services (ts) was consulted and reviewed possible reasons for the exhibited behavior. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received, and this pacemaker was explanted. This pacemaker had entered safety mode. No additional adverse patient effects were reported. This product has not returned for analysis.

Manufacturer narrative:
Amending to include follow up type.

Event description:
It was reported that this pacemaker exhibited noise with a second of right ventricular (rv) lead pacing inhibition. Technical services (ts) was consulted and reviewed possible reasons for the exhibited behavior. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received, and this pacemaker was explanted. This pacemaker had entered safety mode. No additional adverse patient effects were reported. This product has not returned for analysis.

Manufacturer narrative:
Amending to include follow up type. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker exhibited noise with a second of right ventricular (rv) lead pacing inhibition. Technical services (ts) was consulted and reviewed possible reasons for the exhibited behavior. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received, and this pacemaker was explanted. This pacemaker had entered safety mode. No additional adverse patient effects were reported. This product has returned for analysis.

Event description:
It was reported that this pacemaker exhibited noise with a second of right ventricular (rv) lead pacing inhibition. Technical services (ts) was consulted and reviewed possible reasons for the exhibited behavior. This pacemaker system remains in service. No adverse patient effects were reported.